Event description:
Pharmacist reports that the nasal spray cannister contains a malfunctioning pump. It only sprays one out of every 5-6 attempts. The solution simply drips over the side of the bottle.